Event description:
Arterial air alarms occurred during a routine hemodialysis treatment which could not be resolved by the operator. There was no visible air observed in the line. Treatment was discontinued without performing rinseback due to clotting in the cartridge, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following unrecoverable alarms. The user's guide contains adequate alarm recovery instructions. Facility staff has been notified and provided additional training regarding air alarm recovery. A direct correlation between nxstage system one and the reported blood loss cannot be established. No additional information will be provided.